Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative via a healthcare provider (hcp) regarding a patient receiving unknown drug via an implanted pump. The indication for use was noted as non-malignant pain and failed back syndrome-other. It was reported the patient's pump was explanted and replaced on (B)(6) 2017 due to a motor stall. It was noted the patient's weight was unknown.